Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported brain hematoma, as well as a direct correlation to heartmate 3 lvas, could not be conclusively determined. The submitted controller event log file contained data from 17may2020 through 18may2020. The log file captured 29 low flow controller fault flags when calculated flow dropped as low as 2.2 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 2 lasted at least 10 seconds to trigger a low flow hazard alarm on (B)(6) 2020 at 22:39:17 and 22:45:39. Of note, the log file captured 89 pi events and average pi appeared elevated during low flow events. Low flow alarms and values were also captured in the periodic log files. No other atypical alarms or events were captured in the submitted log files. The actual speed remained at or above the low speed limit for the duration of the submitted log files and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. The heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. The IFU also lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for headache with altered mental status following surgery. CT head scan revealed brain hematoma and patient had hematoma evacuation on (B)(6) 2020. Patient clinically stable and outpatient at home.